Event description:
It was reported that subject stent encountered resistance during advancement. The subject stent became lodged in the proximal portion of the microcatheter, and further advancement was unsuccessful. The operator attempted to withdraw the subject stent to retrieve it back into the introducer sheath, but the attempt failed, and the stent was deployed at the location between microcatheter shaft and hub during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.